Manufacturer narrative:
(B)(4).

Event description:
It was reported that when an asymptomatic patient presented in-clinic for a follow-up, post-paced t-wave oversensing on the ventricular channel was observed on a stored egm. Programming changes were made. The device remains implanted.

Event description:
New information received indicates that programming changes were made and that another instance of post-paced t-wave oversensing on the ventricular channel was observed after. The patient was asymptomatic. Further programming changes were recommended.